Event description:
It was reported that the patient deceased. It was noted that the lead exhibited a mechanical problem. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
Analysis found an abrasion on the inner insulation between the pacing coils at 3 cm from the helix end. The damage was located underneath the rv shock coil.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to oversensing of noise on the ventricular channel. Patient was admitted to the hospital for observation. It was also noted that the pacing lead had decreased gradually over the past year. An insulation breach was suspected. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.